Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg had migrated after the patient lost a significant amount of weight. In turn, the patient began to experience discomfort. As a result, the patient's ipg was relocated via surgical intervention on (B)(6) 2017. Surgical intervention resolved the patient's issue.